Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted due to a non-product experience. Additional information was received confirming this lead's capture thresholds measurements increased the following day during patient discharge check. On x-ray imaging it appeared that the slack of the lead drastically changed. Thus, revision was performed and the physician decided to replace this lead with a longer one. It is considered that this lead had a micro-dislodgement. This product is expected to be returned and no additional adverse patient effects were reported.